Event description:
During surgical procedure, electrosurgical unit activated by employee stepping on foot pedal. Small flame shot from cautery tip. Employee felt shock up right arm, burning sensation and numbness to 2 fingers. Device removed from use.